Event description:
Plaintiff was employed as a dental hygienist who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: urticaria, wheezing, swelling, dermatitis, irritated eyes, runny nose, and difficulty breathing. Plaintiff alleges developing a latex allergy.